Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the ra lead exhibited a lead impedance warning. It was noted that the ra lead high thresholds led to the ipg to deplete faster. The ra lead was reprogrammed post ipg changeout and the thresholds were down significantly lower than prior device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. It was further reported that when the physician tried to increase pulse width the threshold came down but was still elevated. It was noted that the implantable pulse generator (ipg) battery depleted very fast and required replacement. It was also noted that when testing the ra lead thresholds with the new ipg, the thresholds were lower and within range. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.